Manufacturer narrative:
H4: the lot was manufactured between may 15, 2024 ¿ may 21, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of at least one (1) vial-mate adapter. This was noticed during infusion set up, when the bag was hung after the mixing was completed. New supplies were used to continue preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date between (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.